Manufacturer narrative:
Concomitant medical products: product ID 977c165, serial# (B)(6), implanted: (B)(6) 2019, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from family member/friend 2019-11-11. It was re-reported that patient was "rear ended" in a car accident and patient has been having the following issues ever since: "burning sensation" when charging, "worse pain," and battery "drains out real quickly". Caller stated that patient has had to have the device "recalibrated" since this issue and patient has met with a manufacturer representative (rep). Caller indicated this is all a continuation of the same event previously reported and all issues are due to the car accident. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 24-jan-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain (B)(6) 2019. It was reported that the patient was in a car accident on (B)(6) 2019. The patient noted that he has some things going on with his stimulator. An x-ray was taken, and they thought that there was some movement with the lead. The patient is in pain and has tenderness in the upper and lower back which started around (B)(6) 2019. The health care provider did three x-rays and gave the patient some ice packs. The patient was also having tingling and temperature fluctuations on his lower extremities and the patient¿s fingertips were cold and tingling. This started about 2-3 weeks prior to the accident, but it got more pronounced since the accident. The patient also noted that the stimulation was pulsating his stomach and bladder and that it was uncomfortable. The patient noted that you could see his stomach pulsating visually. The patient had started experiencing this about a month or so after implant and was told not to use that lead, so the patient did not use that program. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the patient was involved in a motor vehicle accident and their device was ruined. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that after their motor vehicle accident, the device started shocking and zapping their back. They met with a manufacturing representative (rep) for adjustments, and different settings were tried. They stated that the a and b features were discontinued. The patient mentioned that their leads were damaged, and equipment was damaged. They mentioned that the device no longer holds a charge. The patient stated that they were told to shut their device off. They also noted that the accident inflicted pain at their implant site and thoracic area. The patient stated that the device needs to be removed. No further complications were reported or anticipated.